Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The input secondary transformer strapping was adjusted to match the incoming voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was making a high pitched noise and would not perform fluoroscopy. No pt injury was reported.